Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device excessively alarmed for air in line while using a bd tubing set. Although requested, no further information was provided.